Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the patient experienced pain, swelling, osteolysis and prosthesis wear. As a result, the patient underwent a right knee revision approximately 13 years after initial implantation. Patient was last known to be in stable condition. No further information available.

Manufacturer narrative:
The revision reported was likely the result of wear of the tibial insert and suspected aseptic (non-infected) loosening. The cause and extent of the prosthesis wear cannot be determined because the revised components were not returned for evaluation and no x-rays or photographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: insert, constrained condylar size3 9mm, cat#: 208-23-09, sn: (B)(6). Patella, three peg 35mm, cat#: 200-02-35, sn: (B)(6). Extension, femoral and tibialfluted stem 12mm od x11mm l, cat#: 204-32-01, sn: (B)(6). Component, femur non¿modular cck size 3, cat#: 210-01-03, sn: (B)(6).